Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (535 mg/dl). Reportedly, the cause for the reported issue was due to a resume pump alarm occurring. Reportedly, the customer suspended insulin delivery and did not resume insulin delivery. The customer delivered a correction bolus and administered a manual injection to address the elevated blood glucose. Reportedly, the customer resumed insulin delivery.